Event description:
Consumer reported, when she pushed on the plunger prior to injection, a "clear, oily liquid" came from the barrel out through the needle. Stated, she did not use syringes she found with that issue. 50 syringes affected, (she doesn't know which syringe came out of which box. They're all mixed in together). Lot: 3198292, 3044497, 3195641. Catalog: 328521. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
16 syringes affected by this event.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.